Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled into the trial. Transient left arm weakness reported with full recovery after medication. The symptoms lasted less than 10 minutes and did not meet tia criteria; however, the clinical events committee classified the event as serious. Patient recovered without sequelae. Please reference MDR 2183870-2010-00009 for the spiderfx used in this procedure.